Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. The first clip (30207r1095) was implanted successfully. A second clip (30211r1056) was inserted, but it was noted due to the patient's scoliosis, the clip was difficult to position. The clip was able to grasp the leaflets, but after grasping, it was observed the posterior leaflet was perforated. This caused mr to increase to a grade of 3-4. It was noted due to the patient anatomy, the steerable guide catheter (sgc) had delayed communication when turning the knobs. The physician decided to remove the second clip and sgc and discontinue the procedure. The following day, echocardiography showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr remained at a grade of 3-4 and no tissue damage was observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury associated with the anterior leaflet perforation appears to be due to the difficulty positioning the device (delay in device movement). The reported positioning failure associated with the difficult device positioning and delayed movement appears to be due to challenging patient anatomy (severe scoliosis). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.